Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient stated "this worked really well the first week. Then it started to not work and we were back to leakage." The patient stated "I changed the amplitude several times. It feels really good when I change it then with a day or so I'm back to the same problem." Regarding when did the event or symptoms occur, the patient stated "I would say on the (B)(6)." The patient stated the book talked about different programs. The patient asked about how to get there and she didn't know about that. Patient services walked the patient through changing programs. The patient was on program 1 at 1.4v. The patient opted to try program 4 at 0.2v and the patient did not feel stim. The patient increased to 1.9v and felt it in the vaginal area. The patient stated it's not supposed to be there. The patient stated the implantable neurostimulator (ins) is "primarily for bladder but I do seem to have a bowel problem too." The patient increased to 2.5v and reported stim was comfortable. Patient services reviewed for the patient to try this setting and keep track to see if it'll be of benefit for her. It was noted that the patient never received interstim therapy guide. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
Additional information from the healthcare provider noted that there was a 50% or greater symptom reduction. The event cause was not determined; it was not device related. Reprogramming was not needed. Flare of ibs (irritable bowel syndrome) was noted. No troubleshooting or interventions were taken. It was unknown if the loss of therapeutic effect was sudden or gradual. The patient was recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0r2rt, implanted: (B)(6) 2014, product type: lead. (B)(4).